Manufacturer narrative:
As reported, the optifix device fastener got jammed. The subject device was returned for evaluation with the barrel insert detached. Sample evaluation finds for bent guide wire and backup tabs. The failure to deploy is a known result of the bent components at the distal tips. The components are found to be bent from applied forces while in use. The barrel insert detached because of the bent guide wire pushing against the barrel insert while during an actuation in use forcing it free from the firing force. No manufacturing anomies were found. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. The instructions-for-use supplied with the device adequately describe the proper technique for fastener delivery. The precautions section states "care should be taken not to use excessive counterpressure as this may damage the distal tip of the device as well as the mesh and/or tissue.¿ note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, the optifix device fastener got jammed and not a single shot was fired from the device. Another device was used to complete the procedure. There was no patient injury. During evaluation, the returned device it was identified the barrel insert detached in use. The component was retuned.